Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The certas valve (ID 828824pl) was returned for evaluation. Failure analysis -the position of the cam when valve was received was at setting 1. The valve was visually inspected; no defect noted. The valve passed the test for programming, occlusion, leak, reflux, siphon guard and pressure. Root cause analysis - no root cause could be determined as the technician could not confirm any resistance issue with the valve at the time of investigation. The possible root cause for the issue reported by the customer could have been due to an excessive flow rate (>0.75 ml/min) during the flushing procedure activates the siphon guard and creates the impression that the valve is distally occluded. In reality the flow is being diverted to the high resistance secondary pathway, this will slow the rate at which csf is shunted from the brain. It would probably explain the problem encountered by the customer.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve (ID 828824pl) with a defective anti-siphon mechanism. The distal end and ventricular catheter were patent. Valve didn¿t have any obvious plug or clot. Initially, surgeon assumed that the patient needed low pressure but the valve was set to performance level 1. The valve was pumped numerous times and positioned the patient upright. There was suspicion of defective anti-siphon mechanism, therefore, the valve was explanted.